Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Device manufacture date: unknown. Results: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was not conducted because a lot number could not be determined. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. (B)(4).

Event description:
It was reported that a health care worker received a scratch with a dirty needle, due to the safety shield being missing on the 21 g x 1.25 in. Bd vacutainer® eclipse¿ blood collection needle. There was no reported medical intervention.